Event description:
It was reported that the green cable port entry is loose and unstable. The connection is causing an unusual noise to occur when activated during the sample mode. There have been no pt consequences.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connector and the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.